Manufacturer narrative:
The reported issue was an incidental observation reported by a cpc representative who was investigating a reported issue of patient side occlusions with pump modules. This issue did not occur while on use with a patient but exhibited the key 1 issue while it was in use as an associated device for the pump module being investigated by cpc. Cad performed an evaluation of the pcu keypad functionality using asm keypad task and found all keys within the same column as the number 1 key to be exhibiting a poor response with exception to the number 1 key. Based on the above facts this issue is deemed appropriate for service level further investigation and repair. The pcu will be routed to the service depot for correction of the issue. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported that the number 1 key was not working well. Although requested, there was no further information received.